Event description:
The customer reported that the ventilator was giving "vent inop", "motor fault", "low pip, "critical disconnect" and "low ve" alarms continuously on test lung. Problem observed during set up, no patient involvement.

Manufacturer narrative:
The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.